Manufacturer narrative:
(B)(4).

Event description:
It was reported "customer contacted clinical support specialist with a patient in the ICU that had the intra-aortic balloon (iab) placed in the cath lab about 90 minutes ago. The pump was pumping fine with no issues until about 30 minutes ago. The pump then began to alarm for helium loss alarms. The alarms gradually became more and more frequent and persistent, to the point that it will only run for a few seconds before alarming again. There is no blood in the gas tubing. There are no visible kinks in the line. The connections all appear to be secure. The patient is stable at this time. As a result, clinical support had them switch to another pump. There was no reported patient injury or consequence.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "helium loss alarm" was confirmed by the field service agent; however, the returned pcs assembly passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The complaint will be monitored for any developing trends. No further action is required at this time.

Event description:
It was reported "customer contacted clinical support specialist with a patient in the ICU that had the intra-aortic balloon (iab) placed in the cath lab about 90 minutes ago. The pump was pumping fine with no issues until about 30 minutes ago. The pump then began to alarm for helium loss alarms. The alarms gradually became more and more frequent and persistent, to the point that it will only run for a few seconds before alarming again. There is no blood in the gas tubing. There are no visible kinks in the line. The connections all appear to be secure. The patient is stable at this time. As a result, clinical support had them switch to another pump. There was no reported patient injury or consequence.